Event description:
A biomedical engineer from ge medical systems in (B)(6) reported that the upper head casing of an iw910 mobile infant warmer had a crack. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw910 mobile infant warmer was not returned to fisher & paykel healthcare for evaluation. Several attempts were made to obtain further information from the customer, however, we did not receive a response. Conclusion: without the return of the complaint device we are unable to determine the cause of the problem reported by the customer. However, based on the investigation of similar complaints, the problem reported by the customer could be due to impact damage or incompatible cleaning solutions.